Event description:
The info provided by the surgeon indicates: the pt was treated with a veronail on (B)(6) 2013. The pt felt sudden pain while moving in her bed. The x-rays taken on (B)(6) 2013 evidenced that the nail was broken. The surgeon has not yet planned any revision surgery for the pt. The surgeon stated that the fracture is currently in consolidation phase and he will keep the pt monitoring. According to the info provided by the surgeon, no adverse effects for the pt occurred. The pt is still walking with stick help and is healthy. (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the specific device lot before the market release. No anomalies have been found. The original lot, mfg in 2012, was comprised of 210 devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification rec'd from this specific device lot. Technical evaluation: a tech evaluation of the broken device was not performed as the device is still on pt. Medical evaluation: the info available on the case together with the x-rays were sent to our med evaluator. Please find below an extract of the medical evaluation. This is a very nasty fracture. A large proximal segment including the greater trochanter has broken off and the lesser trochanter is separated. The head and neck are fractured from the shaft. So this is a 4 part fracture, extending distally by a reverse oblique fracture below the lesser trochanter, so it is a 4 part subtrochanteric fracture. The lateral wall is fractured. Essentially the whole proximal femur has fractured from the diaphysis, and it is very unstable. Unfortunately the reduction has not been good: the greater trochanter has been reattached to the base of the femoral neck, but the distal part is widely separated from the proximal and there is significant varus. The surgeon chose to use fixed convergent cephalic screws and static distal locking. This meant that because of the poor reduction no load sharing was possible, so the whole load was carried by the nail with maximum cyclic flexion at the point of static locking. The nail was very likely to break because of fatigue and it happened in the 8th week. This pt is fortunate because it looks as though the fracture may heal in spite of the broken nail. In this case I agree that it is likely that the pt will come to no harm except for some add'l pain. However, the x-ray on (B)(6) has ome of the characteristics of a hypertrophic non union. We cannot be sure of the final outcome until healing occurs. Meanwhile we can say that the veronail broke in this pt because of a very severe fracture, imperfect reduction and less than ideal nail configuration, so that the device was loaded beyond it's design criteria and failed in fatigue. MFR comments: orthofix srl has requested to receive any further x-rays and any updating on pt health condition from any future follow up visit. As soon as further info will be available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.